Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version: 2.1.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were accuracy issues. There was a 2-5mm inaccuracy. It was noted that this system was brand new. The system came with operating software (os) version 2.0.3 installed, so the manufacturer representative (rep) had to upgrade the software to os version 2.1. The ear, nose, throat (ent) license version 1.0.3 was also installed. The rep tested the resin head, and it worked fine. However, when the system was taken to a demonstration, problems were experienced. It was not possible to get connected to electronic picture archiving and communication systems (pacs), and there were problems scanning dvds from the x-ray department. The site had two other navigation systems which were connected to pacs, so the rep downloaded the two patients to the other navigation system at the site. The rep took them on a universal serial bus (usb) drive and moved the first patient to the reported navigation system. It looked fine, so they started the operation. While operating, they noticed that the accuracy was suddenly poor. The rep had the surgeon create a new registration; it was good again for only awhile. Another registration was created, but again it lost its accuracy. The rep decided to reboot the system before yet another registration was created. However, when the system started again, it had no sound. The rep rebooted again, but there was still no sound. The surgeon continued without sound, and another registration was created. At this point, the rep realized that the surgeon and operating room (or) nurse were placing gauze on the patient's forehead and on the wire of the patient tracker. They were also using the gauze to wipe off instruments, so they were pressing down on both the patient tracker and the wire coming from the patient tracker. Also, the patient had very loose skin. This was why there were accuracy issues. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. When the second operation was finished, the rep took the system out of the operating room (or) and into the hallway. When the system was plugged in and started, the sound came back on. The rep checked the sagittal image again, but it was still turned. The rep then opened the first patient, and its sagittal image was also turned. The rep did the same for the resin head scanning, and it was also turned. The rep tried to delete the resin head, brought it back in, but it still had the sagittal image t urned. The rep then uninstalled the ent license and reinstalled, but it did not resolve the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis for the no audio issue. Analysis found that during system boot-up, the pulseaudio service failed to start. The logs captured that the pulseaudio service, responsible for system audio, failed to initialize at the booting phase. Analysis found that the issue was related to the software. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis for the no audio issue. H3: a software analysis was initiated for the inaccuracy issue. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. It was suspected that loose skin might have caused the reported behavior. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis for the inaccuracy issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reported issue occurred on the first use of the system after it was assembled.